Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The instrument was found to have teflon pad damage. The teflon pad was dislodged from the clamp arm and not returned with the instrument. The clamp arm and blade did not present any physical damage. The root cause is attributed to mishandling/misuse. A review of the instrument log showed the harmonic ace instrument (part# 480275-08 / lot# l90211101-0385) was last used on (B)(6) 2022 during a procedure with system (B)(4). The harmonic ace instrument is a single-use device. In addition, a review of the procedure log resulted in no additional information. Images of the harmonic ace instrument related to this event were received. A review of the submitted images was performed by the regulatory post market surveillance (rpms) specialist. From one of the images provided, the teflon pad was shifted toward the distal end of the instrument clamp arm inside the patient's body. The other images showed the teflon pad was missing from the instrument clamp arm outside of the patient's body. The root cause of the failure mode cannot be confirmed without the returned device. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: failure analysis investigations confirmed a missing teflon pad from the harmonic ace instrument clamp arm. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, and the customer had reported that no fragment fell inside the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the surgeon used the harmonic ace instrument to dissociate the stomach omentum and observed that the white plastic "gasket" was raised/shifted. There was no report of any fragments falling inside the patient. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. No instrument collision was observed during the procedure. It was confirmed that no fragments fell inside the patient during the procedure because the breakage occurred outside of the patient's anatomy.